Manufacturer narrative:
The actual date of death is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a patient being treated for sickle cell anemia was able to open a pca pump module and remove a syringe of pain medication. The patient subsequently reportedly rapidly administered the entire contents of the syringe to themselves. Following the intentional over administration by the patient, the patient reportedly coded and expired. Reportedly, the patient had obtained a key to the pca module that was not known to healthcare provider. Multiple attempts have been made to obtain additional information and clarification on the reported incident, however the customer declined to provide additional information.